Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported event and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Unused, sterile representative samples were successfully tested and no malfunction was noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted using a pre-close technique with a proglide device via a 6fr sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sheath of the proglide device separated from the shaft. A cut down surgery was performed to remove the separated portion. The tavr procedure was completed and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The patient outcome was good. The physician is reportedly trained in the use of the proglide device. No additional information was provided.